Event description:
Pump would not turn off and solution continued to flow without staff being able to control. Excess amount of irrigating solution flowed into pt's knee causing swelling. Not able to draw off excess. Wait for absorption to occur.

Event description:
Add'l info rec'd from MFR 6/27/02: the product was received at linvatec on 3/1/02. A review of the unit reveals that it was first distributed to the customer on 8/16/96 and has not been returned to co for any type of svc from that sales date. Procedures are in place and maintained for product return investigations. Individual product quality assurance procedure (qap) testing is identified for products to determine if the returned product meets all functional finished product performance requirement specs. The apex universal irrigation pump, when tested met co's standard finished product qap performance specs and no failure mode or malfunction was identified. No failure mode could be identified during the investigation of the apex univresal irrigation system, per quality assurance procedure. MFR's records show the product met all functional finished product performance requirement specs when investigated on 3/11/02. No conclusion can be made on the apex universal irrigation system, as it met all functional finished product performance requirement specs and no malfunction was identified. No further action is planned at this time.